Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 lot, h4. Corrected: d4 primary UDI number, g1. H3, h6: photo investigation the product was not returned to depuy synthes; however, photos were provided for review. Visual analysis of the x-ray revealed that the implant was observed broken from the shaft. Per the event details, the implant was exposed to a force that might have caused the implant failure. Almost all parties were pointing towards patient adherence to touch weight bearing and not full weight bearing. However, with the information provided is not possible to determine a definitive potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for 4.5 va-lcp crvd cond pl/14hole/301/rt-s. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 02.124.414s. Lot number: 52371p1. Manufacturing site: mezzovico. Release to warehouse date: 26 feb 2025. Expiration date: 01 feb 2035. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d4 lot corrected: e1 facility name if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that no screws were broken, only the plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b3, d10 concomitant h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot ==> lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient with prior total hip replacement and total knee replacement was treated for a right distal femoral fracture using a vaco plate. The vaco plate was used as a bridging construct spanning proximal femoral stem and distal femoral component. Three (3) supercables (kinamed) were used prior to fixation to reduce the distal third spiral fracture. The vaco was applied with long screws distally and periprosthetic screws proximally. Postoperatively, the patient was instructed to touch-weight-bear for six weeks. About seven weeks later, on (B)(6) 2026 the patient underwent revision surgery due to implant failure. The plate fractured in situ at the combi-hole in the bridging zone, with the original distal portion of the fracture propagating to the plate, below the most distal supercable. Intraoperatively, callus formation was observed by the surgeons at the fracture site - indicating biological healing activity. No definitive determination was made regarding the cause of implant failure, though weight-bearing nonadherence was considered. The broken plate and screws were removed without difficulty and replaced with dual (medial and lateral) competitor's plates. No other reported injury or damage occurred as a result of the implant breaking. Patient is recovering as per post op plan.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. Corrected: d4 (primary UDI #). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.